Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 2.75x38mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 2.75 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and after removal, the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.